Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had audio issue and keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that the screen of the insulin pump was harder to read. The customer reported that the buttons are harder to press or are unresponsive and the insulin pump are quitter. Customer declined troubleshooting. The insulin pump will not be returned for analysis.